Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 390 mg/dl while wearing the pod less than 1 hour. After realizing elevated bg levels, the patient found that the needle had not deployed as intended. The patient reported being unsure if the cannula was properly seated. For treatment, the patient changed out the pod.

Manufacturer narrative:
The received device had the cannula assembly deployed. No issues were found that would prevent the needle from deploying. A root cause for the reported needle deployment failure could not be determined. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A root cause for the reported improperly inserted cannula could not be determined. The bottom housing was found to be damaged near the kill switch plug. No other damages or manufacturing deficiencies were found during the investigation.